Event description:
It was reported that an ilet bionic pancreas had an unresponsive display after the screen was scratched while the device was worn on a belt; the user confirmed current firmware, attempted a restart via the mobile app, and the device remained nonresponsive, with blood glucose reported in range. Symptoms included no adverse clinical effects. Outcomes included no impact to health or requirement for medical intervention. Investigation included customer interview and remote troubleshooting. Investigation of this case revealed a suspected device hardware failure of the display/touchscreen component with inability to reproduce a recovery via restart. It was concluded that the device experienced a hardware malfunction related to the screen assembly, and a replacement device was provided while the original is to be returned.